Event description:
It was reported that on (B)(4) 2005 the patient underwent an unspecified procedure in which rhbmp-2/acs, interbody device, and an anterior cervical plate and screws were used. At an unknown time post-op, the patient reportedly developed unspecified injuries due to the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(6), (B)(4).